Event description:
It was reported that customer experienced cgm error 42 with g7 sensor while using pump. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, error 42 reappeared after reset, and pump replacement was arranged.